Manufacturer narrative:
Manufacturers ref# (B)(4). Device is unknown, but referred to as a select filter. Investigation is still in progress.

Event description:
Description of event according to initial reporter. Upon placement, the filter did not open up. The physician went in with a snare and adjusted the filter to deploy. Once deployed, the filter was in the target site in correct position. Patient outcome: no harm to the patient.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: as stated in the event description: ¿upon placement, the filter did not open up. The physician went in with a snare and adjusted the filter to deploy. Once deployed, the filter was in the target site in correct position¿, which suggest that deployed refers to fully expanded. It is assumed that the filter was placed by femoral approach, where the filter did not fully expand after the filter was released, and the user did therefore adjust with a snare by jugular approach to expand the filter. Once the filter was fully expanded, it was in correct position. No harm or adverse effects on the patient was reported due to this occurrence. Cook was unable to conduct a product evaluation, since the complaint device was not returned for evaluation and no imaging was provided for the complaint investigation. Furthermore, cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. However, there are adequate controls in place to ensure that this type of device is manufactured to specifications. Instruction for use (IFU) warns not to rotate the filter inside the introducer system or in vena cava as it may compromise the performance of the filter. Furthermore, IFU warns not to pull back the filter in the introducer sheath as it will damage the shape of the filter. However, due to limited information provided the exact cause for the reported event cannot be established. The complaint will be reopened for investigation if additional information is provided. No evidence suggest that the product was not manufactured to current specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.